Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) lead impedances that were fluctuating up and down. The reported impedance measurements ranged from approximately 500 ohms to approximately 1200 ohms indicating the impedances were not out of range. No noise was observed on the rv lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed potential device programming changes with the healthcare professional (hcp). The products remain in-service. No adverse patient effects were reported.